Event description:
Allegedly, revised due to instability.

Manufacturer narrative:
This report was filed in error. This component was not revised.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01663, 01664, 01665, 01666, 01667.